Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. The lot number for the device was not provided; therefore, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an angioplasty procedure in the ilio-femoral artery, the pta balloon allegedly ruptured. There was no reported patient injury.

Event description:
It was reported that during an angioplasty procedure in the ilio-femoral artery, the pta balloon allegedly ruptured. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a complete manufacturing review could not be conducted, as the lot number was not reported for this device. Investigation summary: the device and the user's introducer sheath were returned for evaluation. A visual inspection found a break at the proximal weld break, with the balloon folded over the distal tip of the device. Additionally, stretching was noted to the inner guidewire lumen. Therefore, the investigation is confirmed for a proximal weld break. The distal tip of the user's sheath was damaged. Based on the stretching to the inner lumen, the folded over balloon, and damage to the sheath, the investigation is confirmed for sheath related retraction issues. However, the investigation is inconclusive for the reported rupture as the device was unable to be functionally tested due to the device damage. The investigation is also confirmed for marker band dislodgment. It is possible that a balloon rupture could lead to retraction issues through an introducer sheath. It is likely that the retraction difficulties identified contributed to the balloon weld breaking and the marker band dislodging. However, the definitive root cause for the reported or identified issues could not be determined based on the available information. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.